Manufacturer narrative:
(B)(4). The brand name flexitrunk interface infant headgear was changed to infant head gear, based on the user instructions of the latter. The complaint bc325 infant head gear is not expected to be returned to fph for investigation as it was no longer available. Our analysis is accordingly based on the additional information provided by the hospital, and our knowledge of the product. The hospital staff advised that a care plan was activated on admission of the patient, skin inspection chart was completed at least twice per shift, and patient's risk assessed 12 hourly. She further advised that it looked as if the foam on the bc325 head gear was compressed; however, she was not able to confirm if the correct size of the head gear was used for the patient's face size. Without the complaint bc325 head gear and limited information provided by the hospital staff, we were unable to determine if the subject head gear had a malfunction that could have caused or contributed to the reported injury. The infant head gear is intended for use with the infant interface as an alternative to the bonnet with the bubble CPAP system. The infant head gear user instructions indicate in pictorial form the correct set-up and proper use/fitting of the head gear, and state the following: "check skin in areas underneath the headgear regularly for signs of irritation (including forehead). Ensure foam block and velcro dots are not in direct contact with the skin." "Do not over tighten the infant head gear straps due to risk of skin damage." Our database showed that this is the only complaint of this nature that we received for infant head gear in the last 12 months to the end of january 2017.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that a patient allegedly sustained a skin injury while on bc325 infant head gear for three days. It was further reported that the sore, which was on the mid forehead, was initially red then became dark purple at the centre. The hospital staff used transparent comfeel, spycra protect and CPAP foam to reduce the pressure. When reporting the complaint, the nurse at the hospital informed us that the subject head gear left scars on the patient's forehead. No surgical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc325 flexitrunk interface infant headgear from the hospital, to determine if it had a malfunction which caused or contributed to the reported incident. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that a patient sustained a skin injury while on bc325 flexitrunk interface infant headgear for three days. It was further reported that the sore, which was on the mid forehead, was initially red then became dark purple at the centre. The hospital staff used transparent comfeel, spycra protect and CPAP foam to reduce the pressure. When reporting the complaint, the nurse at the hospital informed us that the subject headgear left scars on the patient's forehead. No surgical intervention was reported as a result of this incident.